Event description:
It was reported that during a meniscus arthroscopic repair, the t2 implant of the fast-fix flex did not deploy. The procedure was completed using a smith and nephew backup device; however, it is unknown if there was a delay. No further complications were reported. No further information available.

Manufacturer narrative:
H10: internal complaint reference:(B)(4).

Manufacturer narrative:
Corrected data: b5: event description.

Event description:
It was reported that during a meniscus arthroscopic repair, the t2 implant of the fast-fix 360 did not deploy. The procedure was completed using a smith and nephew backup device; however, it is unknown if there was a delay. No further complications were reported. No further information available.